Event description:
It was reported that a pt underwent an obturator sling procedure in 2008. The pt self-catheterized for about a week and a half. After healing, the pt had no problems except urinary hesitancy until 2009. At this point the pt had a severe bladder infection and was treated with antibiotics. Within one week, the pt had severe knife-like pain in the vaginal area. The pt saw the surgeon who performed the sling procedure and was checked for bladder infection two times with negative results. The pt had twelve physician appointments. The pt saw a second physician who determined that the sling was too tight and a surgical tape release procedure was performed. The pt was told by the surgeon that the tape was "within cells of the urethra" and therefore a foley catheter was inserted to bag drainage for one week. The pt is in a lot of pain with raw sensation on the left side.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.